Event description:
Received information stating patient has been experiencing high bg's (150-195 mg/dl).

Manufacturer narrative:
During further troubleshooting it was identified luer was loose and patient could smell insulin. T:slim user guide states: check that your luer-lock connection between the cartridge tubing and the infusion set. No product was returned for evaluation. Should new information become available a follow up MDR will be submitted.